Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer went to the emergency room with a blood glucose level of 20 mg/dl. The customer was treated with intravenous fluids and monitored. The customer was released the same day with issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.